Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: the device was not returned for evaluation, one video was submitted for review. The video shows water leaking from the proximal end of the balloon portion. Therefore based on the video review, the reported balloon rupture is confirmed. The definitive root cause for the reported balloon rupture could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2023),

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that due to rupture causing a reflux of thrombus into the patient's artery and the thrombus embolized down the artery towards the patient's hand, causing an occlusion. The patient current status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that due to rupture causing a reflux of thrombus into the patient's artery and the thrombus embolized down the artery towards the patient's hand, causing an occlusion. The patient current status was unknown.